Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller is alleging that the adhesive on the infusion set isn't sticking to the patients site. She has tried different adhesives from the same batch but they're still not sticking. No adverse event reported. A request was made for the return of the device.